Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A2 - a4: age, gender, and weight were requested, but not provided. H3: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. The gore® bio-a® tissue reinforcement instructions for use (IFU) states: potential clinical and device adverse events: possible adverse events with the use of any tissue deficiency prosthesis or soft tissue reinforcement surgical procedures may include, but are not limited to, additional intervention including surgery, adhesions and related harms, bowel obstruction, defect recurrence and related harms, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, infection, irritation or inflammation, pain, paresthesia, seroma or hematoma and related harms, tissue ischemia, and wound dehiscence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the surgeon placed the gore® bio-a® tissue reinforcement for a hiatal hernia, approximately a week ago and has since removed most of it, as he suspects an infection. He has submitted samples for culture. The surgeon confirmed the patient was discharged and there was no preexisting infection in the field of treatment prior to device placement. He also confirmed the right side behind the esophagus was fine and left in place. The left had an abscess, and the bio-a was falling apart so he removed this. Bacterial swabs came back positive. The infection was treated with antibiotics and there was no wound dehiscence.